Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call a possible leak in the reservoir. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that they filled the reservoir with 200 units of insulin and the insulin dissolved. The customer stated that the reservoir was discarded. The customer stated that they were able to locate the leak. The customer stated there was no fluid on the battery compartment or under the display. The reservoir will not be returned for analysis.